Manufacturer narrative:
Seven used cleo® (B)(4) infusion sets were returned for investigation. A visual inspection was performed and found that two samples were received with the adhesive stuck to the inserter, and in both of those samples the retractor was activated and the seal cap was open. The other five samples did not present any discrepancies in relation to the reported issue of "sticking to the inserter". A review of the manufacturing process was performed and operators performed all processes according to manufacturing procedures. A sample of (B)(4) manufactured devices were reviewed in order to verify that the skin adhesive was properly assembled, and no discrepancies were detected. The complaint was confirmed. The most probable root cause was determined to be that the skin adhesive lifted from the retractor and was not detected during visual inspection.

Manufacturer narrative:
See MFR: 3012307300-2017-02147, 3012307300-2017-02148, 3012307300-2017-02149, 3012307300-2017-02150.

Event description:
It was reported that a cleo® 90 infusion set had adhesive that rolled, which would make the device difficult to adhere to stick to the patient's skin. The patient's blood glucose went up to 250. More insulin was given to correct for high blood glucose. The outcome of the event was resolved when the patient used a new infusion set from a different box/lot. The patient reported no other adverse health outcomes from this event.